Event description:
Patient passed away due to a non-cardiac cause. Upon interrogation of the device, high defibrillation impedance and high pacing impedance were noted. In addition, two inadequate shocks were noted in response to a ventricular fibrillation (vf) episode. The device delivered a third shock which was able to successfully convert the vf. No device malfunction was alleged, and the device was believed to have functioned normally according to its programmed settings. The customer alleged the device did not cause or contribute to the patient's passing. The device was explanted and discarded post-mortem.